Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed displacement test and self test. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address or serial number label, cracked case reservoir tube window corner and cracked case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received random no delivery alarm forcing them to rewind, had random button alarms, rarely and occasionally buttons were sticky and harder to push. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.